Event description:
Procedure: hernia. According to the reporter: the pt was involved in a covidien study. On (B)(6) 2011, two pieces of permacol mesh were inserted. The pt collapsed at home and was taken to (B)(6). The certified cause of death is confirmed as subarachnoid hemorrhage. According to the principal investigator, there is no relationship to the device.

Manufacturer narrative:
(B)(4).